Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support educated customer of the minimum fill recommendation for their pump. A new cartridge was loaded to resolve the issue.